Event description:
It was reported that when using the bd pyxis¿ es server, labetalol 10mg/4ml (med ID (B)(6)) was added to a virtual tnk kit. Although the medication was loaded, multiple pyxis stations displayed a message indicating that the medication was not loaded when accessing the virtual kit. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, labetalol 10mg/4ml (med ID (B)(6) ) was added to a virtual tnk kit. Although the medication was loaded, multiple pyxis stations displayed a message indicating that the medication was not loaded when accessing the virtual kit. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of this incident, the technical support specialist (tss) confirmed that no response was received from the customer. Case has been marked as closed.